Event description:
It was reported there was a drop in pacing impedance, noted as 'evidence of insulation failure' in the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.